Event description:
It was reported that this electrode had noise. The electrode has been implanted greater than ten years. The doctor elected to explant and replace the electrode with a new one. There were no additional adverse patient effects.